Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stated 124mls had infused but bag looked like nothing had infused at all. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information from the customer stated that the even occurred in the intensive care unit and the device had been programmed to infuse 200ml over 1 hour. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported under infusion. Evaluation observed the device to deliver below specification on the preventative maintenance (pm) flow rate of 200 ml/hr. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.